Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was 560 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.